Event description:
Related manufacturer number:1627487-2022-02645, 1627487-2022-02646,1627487-2022-02647. It was reported the patient entire system was explanted due to ineffective stimulation. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: manufacturing reference number: 1627487-2022-02648 should have been reported with the initial report previously sent.